Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) had various high threshold measurements in about seven different locations. The ipg was removed twice and cleaned of possible tissue at the pacing pole; however, the issue persisted. The ipg was not implanted. Another implant is planned with a transvenous pacing system. No patient complications have been reported as a result of this event.